Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ( "adjust belt" messages) has been confirmed. As received, the belt failed a therapy electrode recognition test. The cause for the test failure was an open pulse wire in the cable connecting the distribution node (dn) and rear therapy electrodes (te). The root cause of the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages.